Manufacturer narrative:
(B)(4). It was reported that mesh was implanted along with concurrent robotic assisted sacral colpopexy, paravaginal repair, lysis of adhesions, tape bladder suspension, and cystoscopy with lighted urethral guide placement due to stress urinary incontinence and pelvic organ prolapse. It was also reported that following insertion the patient experienced urinary/bowel problems, infection, excision, bleeding and dyspareunia. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure (B)(6) 2011, and novasilk was implanted; and on (B)(6) 2012, alyte y and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.